Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent in the drain bag. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with gentamicin sulp injection (40mg/ml, intraperitoneal, frequency and duration were not reported) for the event. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. No additional information is available.